Event description:
Report of pt receiving overinfusion of 24 hr feeding of probalance. Report indicated rn hung a probalance 100ml closed system bag at 1am, with a set rate of 44cc/hr. At noon the day rn noticed only 100cc's of formula remaining in the bag. It was stated that the bag and tubing were all intact. The tubing was stated to be properly fed through the pump. The delivered volume on the pump was said to be reading the appropriate volume for the 44 rate and not the 900cc delivered. No alarms had been activated. The pump was exchanged for another. The day rn called to verify with the noc rn that a new bag was hung. The noc rn is said to have responded to the affirmative. The pt involved was a diabetic, per the reported. No distension noted, no vomiting occured. No insulin was administered. The only intervention was increased blood sugar readings, which are done routinely for this pt through out the day. The feeding was withheld until the next schedule feeding as a result of this potential overfeed.